Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented to the clinic after receiving a vibratory notification alert. Upon interrogation, decreased r-wave and high capture threshold were observed. Lead dislodgement was suspected, but x-ray did not show any visible change of position. As the lead repositioning procedure was unsuccessful, the lead was explanted and replaced. The patient's condition was good.